Event description:
It was reported that the stimulation from the patient¿s implantable neurostimulator (ins) had been turning itself off which they first noticed a few weeks ago. The ins system was reported as functioning ¿very well¿ up until recently. The patient stated that their place of employment got a new paint system (name of system was unknown) and didn¿t know think about it or if it whether it was electrical. It was noted that the paint system used 12 robots to paint motorcycle parts and that the patient worked no more than 50 ft. Away from the system. The patient noticed that when they had been there for an extended period of time later in the day (or the next day) they noticed that the ins had turned itself off via by both losing the stimulation sensation and by the use of the programmer which showed it off (does not show the lightning bolt icon). They did not notice this right away as they did not feel the stimulation constantly. But when the device was off they noticed the effects and could tell it is off. In addition, it was reported that the patient slipped on the ice and fell on their ins system about a month ago. The patient contacted their healthcare professional (hcp) and since the fall did not appear to affect the device function at the time the hcp did not think they had to come to the office to have the system checked. Follow up information received from the hcp confirmed the patient¿s fall and that they had pain over the ins implant site but noted that they had not seen the patient since the fall. It was also reported that no diagnostics or troubleshooting were performed since the fall and that no actions were taken by the hcp to resolve the issue. The hcp stated that the cause of the issue was not determined but that it was not related to the ins device. The patient outcome was reported as not recovered with the symptoms/issues were ongoing. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0ekph, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).